Event description:
It was reported by the patient that the remote monitor's start and stop button when pressed will not start the transmission. The monitor has sent transmissions in the past. Patient/technical services provided assistance in resolving the issue by directing the patient to unplug the power and phone cords, reset the switches, and hold down the button. The issue was not resolved. The monitor will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis on the monitor was performed. The monitor passed the bench power up and full debug mode tests and the debug test was verified. The final conclusion revealed no defects were found.

Event description:
It was further reported that the monitor has been returned.